Event description:
Customer reported sometimes when he uses his insulin pump at night it will estimate six units of insulin, but it will only deliver three units and stop. Sometimes it does not beep the way it normally does after a delivery. This happens once in a while. Customer declined troubleshooting because he is getting an upgrade. Customer's blood glucose was 98 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.